Event description:
The customer contacted baxter's service center regarding troubleshooting assistance system error 2240, which occurred on the homechoice (hc) during use. There was no unused lines open. The home patient (hp) did not disconnect, and no leaks were noticed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Multiple unsuccessful attempts were made to contact the patient. The sample and the lot number was not available. Therefore, no evaluation or batch review could be performed. This complaint for a system error 2240 (air in line) was not confirmed. The cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.